Manufacturer narrative:
The affected device was returned to the distributor on (B)(6) 2019. The device is under testing by a servie provider of infutronix.

Event description:
Infutronix received an under-infusion issue of the device from a distributor on (B)(6) 2019 that the pump "read that there was 5ml left in the bag. We infused the 5ml left over 5 min, there was still medicine left in the bag after that. It ended up being 15ml left in the bag still." No patient was harmed. Medication used at the time of the event was 5fu. No patient information was provided to infutronix.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00014).

Manufacturer narrative:
The reported issue could not be confirmed. The pump arrived for evaluation with the lcd screen blank. The pump powers on and beeps when buttons are pressed, but screen remains blank. The pump could not be tested and does not meet specification. The device was removed from service.